Manufacturer narrative:
Ppae (hemodynamic instability): the cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient experienced repeated episodes of cardiac arrest. Following resuscitative efforts, the patient was stabilized on venoarterial extracorporeal membrane oxygenation. Additional information noted that the patient expired.